Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the infection resolved and the system was re-implanted via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Event description:
It was reported that during surgery on (B)(6) 2024 (related manufacturer reference number:3006705815-2024-05473, 3006705815-2024-07168), an ipg site infection was noted when the pocket was opened. As a result, the entire system was explanted on (B)(6) 2024. The patient was also given oral antibiotics to address the issue.